Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd a-line¿ produced erroneous results. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd conducted follow up with the customer to obtain further information on the complaint. The customer had indicated the desire to use a blood gas analyzer (radiometer abl 835) as a backup in the event that both hematology analyzers (abbott sapphire) went down. The customer was observing a bias on pco2, po2/ionised calcium and methaemoglobin between bd's arterial blood gas syringe and the siemens rapidlyte syringes, when tested on the radiometer abl 835. The details of the complaint were reviewed by bd clinical and medical affairs. A potential root cause of the bias could be if the syringes were not randomized between the instruments during the validation procedure. Additionally, the hematology analyzer (abbot sapphire) predominantly utilizes edta as the anticoagulant, whereas blood gas analyzers use lithium heparin. A correlation of specimen types would need to be conducted by the customer to validate the use of the blood gas analyzer as a backup to the hematology analyzer. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the bd a-line¿ produced erroneous results. There was no report of exposure, injury, or medical intervention.